Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that since the patient had a pacemaker fitted, they were unable to switch off their spinal cord stimulation (scs) system or change it from one program to another. It was unknown if there were any external contributing factors. No troubleshooting was performed. The patient was redirected to the hospital. The issue was resolved at the time of this report. No surgical intervention occurred. The patient was alive with no injury. No further complications were reported or anticipated.